Manufacturer narrative:
This is the fourth revision surgery underwent by this patient. The patient came in due to signs of infection. On (B)(6) 2016 the surgeon removed another company's product and inserted a gmk femur and sc insert with antibiotic spacers. The infection subsided. On (B)(6) 2016 the patient came in to have the procedure completed. The surgeon revised with medacta product. The patient came in again due to signs of infection. On (B)(6) 2016 ((B)(4)) the surgeon performed and I & d and swapped the insert.. The patient came in with another infection, the pathogen result was positive for strep. On (B)(6) 2016 ((B)(4)). The surgeon revised everything, and input a size 4 femur and a tibia with cement as an antibiotic spacer. On (B)(6) 2016 the surgeon completed the second step and input permanent implants. Finally, on (B)(6) 2016 the patient had all medacta hardware removed. The patient tested positive for inner coccus. An antibiotic spacer has been implanted. Batch reviews performed on 17 october 2016. (B)(4).

Event description:
The patient had all medacta hardware removed. The patient tested positive for inner coccus. An antibiotic spacer has been implanted. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
Additional information received on 31 january 2017 and includes: on (B)(6) 2017 the surgeon removed the antibiotic spacer and implanted gmk-revision implants. The surgery was completed successfully.